Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with da pcba adc failed vent inop occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.